Event description:
Information received indicates the bed has no functions.

Manufacturer narrative:
The hill-rom technician found a loose screw on the power control board that caused the fuses to blow. The technician re-installed the screw, and replaced the fuses to repair the bed.